Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-13052. During a follow-up, there were episodes of sensing amplitude variation and noise as well as a high ventricular rate (hvr) noted. Technical support reviewed the session records and was unable to confirm a malfunction of the lead or the device. No intervention was performed and the patient was stable. Additional information was received indicating that the patient expired in their sleep. The cause of the death is unknown. There is no alleged malfunction against any abbott device. Additional information was requested but was not available.